Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb cautery was not working. It was noticed prior to use and a new kit was opened.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb cautery was not working. It was noticed prior to use and a new kit was opened.